Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) leaked during filling. The device was filled with fluorouracil. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to f10/h6: device codes (replace 2199 with 2645). B5: per updated information from the customer, there was no patient involvement. Replace "there was no report of patient injury or medical intervention associated with this event." With "there was no patient involvement." H4: the lot was manufactured from july 31, 2019 to august 1, 2019. The device was received for evaluation containing approximately 240ml of fluid in the bladder. Visual inspection revealed a leak/backflow at the fill port  when the fill port cap was removed. The leak/backflow was due to a particle lodged under the device checkband. The particle was subsequently identified to be acrylic material via fourier transform infrared (ftir) spectroscopy test. Acrylic is the material of the device stress member located inside the bladder. The reported condition was verified. The cause of the condition could not be determined; however, the most probable root cause of acrylic fragment becoming lodged under the checkband is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.